Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): patient discharged, who the catheter was removed involuntarily. When the nurse remove the catheter has evidenced that the cannula was not there. The nurse verify through touch in the hand and apparently is there. Was informed to surgeon who defined to do an exploration to search the possible foreign body. Was resolved the problem: yes. The surgeon had explored by image intensifier in different cuts, he has not appreciated the foreign body. The device is not at the right hand. To verify the accuracy of the result, testing is performed by external catheter to verify if the cannula can be seen by fluoroscopy. The foreign body is not seen by fluoroscopy.

Manufacturer narrative:
(B)(4). No sample has been returned for investigation. Without the actual sample (or device), a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. We have informed our manufacturer accordingly. Reviewed the device history record of the complaint batch and there is no abnormality during-in-process inspection and at final control inspection. The process cards showed no abnormality. Imp # (B)(4).